Manufacturer narrative:
The returned device was evaluated. Functional testing with device si-mobc-0001 reveals that the device can be reassembled and disassembled without problem. Additionally, dimensional analysis was conducted and found the part to be within spec. The cause of the damage cannot be determined at this time since there is no information available regarding how the implant was being used or handled at the time of the damage. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions are required. This event is not related to any current actions or recalls or product holds. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device disassembled while being removed from the disc space. It was decided the device was too big for the patient, so it was being removed so a smaller device could be installed. There were no patient impacts.